Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the rv (right ventricular) lead had switched polarity to unipolar and that there was low impedance. It was also reported that the atrial lead would not sense any intrinsic activity, and that capture could not be confirmed at maximum output. A new system was implanted on the right side, with the intent to cap the old leads in the future. No patient complications have been reported as a result of this event.